Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The audio bolus button was found to be unresponsive to button presses. Unrelated to the complaint, the keypad was found to be torn at the up down and ok buttons and the buttons were found to be missing making the buttons unresponsive. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint the display screen was found to be dim.

Event description:
The pump was returned for a damaged keypad. During evaluation, the bolus button was found to be unresponsive. This report is made based on the results of evaluation.